Event description:
Patient reported right side "possible rupture due to car accident". Later healthcare professional reported "rupture" and "free silicone". Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6b, g1, g2.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture due to car accident".

Event description:
Patient reported right side "possible rupture due to car accident". Device remains implanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6.